Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2013 - litigation papers received. Litigation alleges metallosis. There is no additional information that would affect the outcome of this investigation.

Event description:
Patient underwent right hip revision procedure due to pain.

Event description:
**Update** (B)(4) 2013 - legal claim received. It is alleged that the patient suffers from pain and elevated levels of cobalt chromium. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.